Event description:
A distributor reported that a child's insulin pump display was shattered when the child fell while running, rendering the pump non-functional. There was not reported adverse impact to the customer's blood glucose. The customer was informed that the pump needed replacement and was instructed to return the damaged pump within ten days using a pre-paid label and return box. The customer declined to share a backup method of insulin therapy.